Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to a user-submitted report, on 09/01/2025, the cgm device indicated a critical low glucose reading. In response, the patient consumed unspecified food; however, the cgm reading did not change. By noon, the patient began feeling unwell and was taken to the hospital by her mother. No cgm or blood glucose readings were documented during the hospital visit. Although ketone testing was reportedly performed, no results were provided. It was suspected that the patient experienced diabetic ketoacidosis (dka) and required emergency management, but no specific treatment details were reported. The duration of the hospital stay remains unknown, and there is no documentation of further medical evaluation or follow-up care. Although attempts to follow up with the reporter for additional event details were made, contact was unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). User report on (B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis